Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that a quality defect was identified with venous catheter after opening the packaging, since it is crushed and glued with the packaging, therefore cannot be used, the sterility of the device was considered lost.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two images showing a cvc kit. Visual analysis confirmed that a large section of the catheter body appears crush/flattened adjacent to the juncture hub. The flattening appears consistent with damage due to catheter becoming caught within the seal of the tray flange. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The customer report of a potential sterility issue was confirmed by visual inspection of the customer supplied photos. The appearance of the damage in the customer photo is consistent with the catheter being caught between the tray flange and lidstock during sealing. Although a sterility breach cannot be confirmed based on the photos alone, the damage observed has the potential to affect the sterile barrier. Based on the customer report and the photo provided, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a quality defect was identified with venous catheter after opening the packaging, since it is crushed and glued with the packaging, therefore cannot be used, the sterility of the device was considered lost.